Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing back pain and was unable to turn stimulation on. In addition, multiple contacts were invalid and an x-ray was taken. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the lead was removed and replaced. Effective stimulation was restored postoperatively.